Manufacturer narrative:
Additional information: visual examination confirms the superior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Optical examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): the device has been returned and product analysis is in progress. A supplemental MDR will be submitted upon analysis completion.

Event description:
It was reported that during a tlif procedure, the cage inserter tip was broken off during cage insertion. No fragments were left in the patient. No patient complications were associated with the event.